Event description:
Customer ran comparison blood tests on his breeze2 with result of 400 mg/dl and another meter with result of 108 mg/dl. The difference between the tests falls in the ¿c¿ zone of the consensus error grid. No adverse events alleged. Customer strips being replaced and he returned his strips for eval.